Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and exchange from textured to smooth implants due to the patients concerns with the product. Device explanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. And exchange from textured to smooth implants, due to the patients concerns with the product. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: observed, an opening on radius assessed, as surgical damage. No further actions are required, as the device was implanted.